Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of tenderness and lumps are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of pain and skin irritation: "undesirable effects the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. Indurations or nodules at the injection area."

Event description:
Healthcare professional reported injecting a patient with juvéderm¿ voluma¿ with lidocaine in the cheeks (ck1). Five days later, the patient developed tenderness and lumps on the cheeks (ck1). Patient was treated with hyaluronidase. Symptoms are ongoing.